Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that when the customer presses act the screen goes black and have a partial display. The insulin pump have an insulin pump error alarm after replacing the battery. The customer declined to troubleshoot. When the customer presses the down arrow on the keypad, the light will not turn back on again. The insulin pump was currently in low battery status and the battery did not last more than 1 week. The customer was advised to revert to back up plan per healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21, low battery alarms or back light anomaly due to full segment display.